Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient began to have decompensated heart failure with acute worsening dyspnea on exertion which began with needing more pillows to sleep, inability to walk more than a few steps and increased weight in the legs. The patient was admitted to the hospital due to the symptoms of fluid overload and noted to by hypertensive. Intravenous diuretics were initiated and the patient could not recall the last time diuretics were taken. Adjustment of antihypertension medication regimen was made and the patient became lightheaded and had low flow alarms. The medications were again adjusted and the vad speed was decreased. Three days later, sustained ventricular tachycardia (vt) while standing and walking accompanied by low flows on vad (no alarm was noted during the low flow episodes) which required cardioversion and intravenous diuretics were held as the vt episode was thought to be due to underfilling in the set of diuresis. The vad remains in use. No further patient complications have been re ported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. The reported low flow event could not be confirmed since log files were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, obstruction of the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmias, respiratory dysfunction, worsening heart failure, and hypertension, are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.